Manufacturer narrative:
On 15-feb-2024, the bwi product analysis lab received the device for analysis. The product investigation was subsequently completed. It was reported that a patient underwent an unspecified cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a mid-procedure irrigation issue occurred. Initially, the medical team noted a high temperature reading from the catheter when rf (radiofrequency) was being delivered. The device could not ablate any more. After withdrawing the catheter, it was discovered that when the tip straightened without being deflected, the device could be flushed. After deflecting the tip, the device (including port and luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed for the finished device number lot 31118605m and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a mid-procedure irrigation issue occurred. Initially, the medical team noted a high temperature reading from the catheter when rf (radiofrequency) was being delivered. The device could not ablate any more. After withdrawing the catheter, it was discovered that when the tip straightened without being deflected, the device could be flushed. After deflecting the tip, the device (including port and luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient.